Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge fill estimate was less than the amount of insulin that the customer was able to remove from the cartridge. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide additional information regarding the issue.